Event description:
During review of programming history, it was noted that came into an appointment set to unintended settings indicating a generator diagnostic test. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.